Manufacturer narrative:
As reported, after pressing the plug deployment button of the 7f exoseal vascular closure device (vcd), the plug adhered to the tip. There was no reported injury to the patient. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state and the deployment lever was received fully depressed. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18457217 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿ was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, after pressing the plug deployment button of the 7f exoseal vascular closure device (vcd), the plug adhered to the tip. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Event description:
As reported, after pressing the plug deployment button of the 7f exoseal vascular closure device (vcd), the plug adhered to the tip. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the plug deployment button of the 7f exoseal vascular closure device (vcd), the plug adhered to the tip. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.